Event description:
Same case as MFR's# 6000093-2004-00563. Approx 10 days after a coronary drug eluting stenting "testament" procedure, the pt returned to the e.r. In cardiac arrest. The pt had initially presented in 2004 in cardiogenic shock. The physician had inserted an intra-aortic balloon pump set at 1:1 augmentation. She then predilated a lesion in the proximal lad (ostial lesion) with a maverick 2.0 x 20mm balloon. The physician then deployed a taxus express2 2.5 x 24 mm drug eluting stent at 10 atms for 20 seconds; postdilating the stent to 12 atms for 30 seconds. A taxus express2 5 x 12 mm drug eluting stent was then deployed in the proximal circumflex, as the physician noted that there appeared to be compromise of flow to the circumflex following deployment of the stent in the lad. This taxus express2 stent was deployed at 10 atms for 20 seconds; postdilating the stent to 12 atms for 20 seconds. No procedural complications were reported. The physician was satisfied with the result of the stenting. The pt was taken for CT scan of the chest immediately following the procedure for determination of a possible pulmonary embolus. This was negative. The pt was discharged 9 days later, but returned to the e.r. The following day in ventricular fibrillation and no blood pressure. The pt was transported to the e.r. By a family member. Resuscitative measures were undertaken, however the pt expired. It was reported that the physician indicated that the pt had underlying medical problems. The cause of death is unk.